Event description:
Marker fell off inside patient during procedure. When the balloon was inflated, the marker that fell off stuck to the balloon and was removed from the patient when the balloon was removed. No harm to the patient reported. No additional procedures were needed.

Manufacturer narrative:
No consequence to the patient were reported. Separated is not listed in the instructions for use. Event is currently under investigation.